Event description:
Approximately 9 month(s) and 21 day(s) post-operative of a third revision of a left rtsa, it was reported via clinical study that the patient experienced another dislocation. The reports states the patient was curling about 8 lbs. His elbow was right at his side and curling towards his chest with a straight bar. The patient underwent a fourth revision where it was stated that the patient was converted from standard reverse to hrp reverse, the humeral tray, humeral liner and glenosphere were removed but baseplate was not changed. The outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
Concomitant device(s): 320-42-03 - equinoxe reverse 42mm humeral liner +2.5: (B)(6) 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: (B)(6) 320-10-10 - equinoxe reverse tray adapter plate tray +10: (B)(6) 320-15-05 - eq rev locking screw: (B)(6) 320-20-00 - eq reverse torque defining screw kit: (B)(6).

Manufacturer narrative:
The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. D1: corrected h6: corrected component and investigation clinical codes. H10: corrected.